Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module and nozzle units were replaced. No goods have been returned for further investigations. No device log files have been received. If a fault with the air gas module or a nozzle unit happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation and if present the pre-use check will fail. As no goods were returned for investigation, the cause of the reported failure could not be determined.